Event description:
A report was received from the USA, stating that the device would not hold the drill bit properly. The device was used during the procedure. There was no report of user/patient injury or medical intervention. The date of the event is unknown. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).